Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges dislocation after first revision. Doi: (B)(6) 2012; dor: none reported left hip. Please see (B)(4) right hip 1st revision. (B)(4) right hip 2nd revision; (B)(4) left hip 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot 3434302. Device history review ==> (B)(4) were manufactured as per specification and all materials met specification. No related deviations or anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.